Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and low threshold outputs. Additional information is being requested from the field representative. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and low threshold outputs. Additional information is being requested from the field representative. The lead remains in service. No adverse patient effects were reported.